Manufacturer narrative:
Lot number and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement suretrak2 large passive fighter inst shipped to site 06/15/2016. Medtronic investigation of returned suspect suretrak2 large passive fighter inst finds that the allen head was slightly damaged, however, the medtronic representative was able to remove the fighter from the clamp. Rounded head/damaged-screw. Failure mode: physical damage. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that a site's suretrak2 large passive fighter inst was damaged. The site's sterile processing dept. Found that screws were stripped and they are unable to remove the tracker from the clamp. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.